Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, leak was observed around the bubble trap. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation. The sample was received without original packaging. The sample was visually inspected normal conditions of illumination. During the visual inspection no filter damage was observed. During functional testing, the sample was analyzed using a syringe with colored water to detect any leaks. A leak was found from the filter air outlet, the complaint is confirmed. Root cause could not be determined through analysis of the returned set. Investigation into this issue suggests the presence of surfactants as the likely root cause. Actions were taken to mitigate the reported issue: an awareness notification was made to production personnel for the leak failure mode. A corrective and preventative action has been opened to address the reported issue.